Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was able to power on a monitor or charge, however that battery pack was damaged, causing intermittent failures. The root cause for the damaged housing was physical abuse. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.